Event description:
It was reported that the ventilator failed pressure transducer and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref#: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer and the air gas module was replaced and returned for investigation. The received device logs confirms the reported failure in pressure transducer test and o2-cell/sensor test during pre-use check. Two capacitors, on the inspiratory valve current controller printed circuit board (pcb) inside the air gas module were found damaged. The capacitors may have been damaged by the adjacent solenoid due to pendulum movement of the solenoid. The solenoid may damage the capacitors if exposed for extensive mechanical force. The inspiratory valve current controller pcb regulates the servo control of the solenoid which controls the opening and closing of the nozzle unit to regulate the gas flow. Damaged capacitor on this board can cause failures in the flow measurements which will cause pre-use check failures and will generate alarms during ventilation.